Event description:
It was reported that a set screw at l3 was loose. Original surgery date (B) (6) 2008 from l2 to s1. Surgeon discovered loose set screw from x-rays. Revision surgery performed on (B) (6) 2008. The set screw completely backed out. A new set screw was inserted into the l3 bone screw. The loose set screws was removed and disposed off by the hospital.

Manufacturer narrative:
(B) (4). Conclusion: no product was returned for evaluation. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. This MDR is being submitted late, as this issue identified during a retrospective review of complaint files.